Event description:
Patient admitted to hospital for removal of breast implants secondary to right breast implant leakage. Breast implants were not replaced. Patient had baker 3 capsular contractures bilaterally and intracapsular rupture was found at time of surgery.